Manufacturer narrative:
The reported complaint that the autopulse platform (s/n (B)(4) displayed "system error, out of service, revert to manual CPR" was confirmed during both archive data review and functional testing. The root cause of the system error was the defective processor board, likely due to the aging of the device. The autopulse platform was manufactured in january 2007 and is over 15 years old, well beyond its expected service life of 5 years. Visual inspection of the autopulse platform was performed, and no apparent physical damage was observed. The adhesive-backed user interface (ui) membrane switch assembly had partially separated from the platform top cover lcd. This observation is unrelated to the reported complaint and may be attributed to wear and tear. The (ui) membrane switch assembly was replaced to address this issue. The archive data review showed system error, 136 (invalid parameters block), confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" displayed upon powering up, confirming the reported complaint. Technical investigation revealed that the root cause of the system error was the defective processor board, which was replaced to remedy the fault. In addition, during the power-on self-test, it was noted that parameters in backup memory (non-volatile ram) had been corrupted due to the defective processor board. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number 10598. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, the rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patient's outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
When the customer powered on the autopulse platform (s/n (B)(4) before deploying it on a cardiac arrest patient, the platform displayed "system error, out of service, revert to manual CPR". The ems crew performed manual CPR after the system error happened. The customer reported that return of spontaneous circulation (rosc) was not achieved, and the patient was later pronounced dead. The customer did not provide information regarding the relationship between the death and the alleged malfunction. However, zoll's medical safety assessment (msa) evaluated the incident, and it was determined that the death was not related to the autopulse device.